Event description:
This female patient was enrolled in the study. The target aneurysm was in the left posterior cerebral artery. Two 22mm enterprise stents were implanted. Three days post procedure, the patient began to exhibit some neurological symptoms and was taken for a CT scan. The scan revealed vasospasm due to hemorrhage and hydrocephalus. The patient became comatose and ultimately expired 13 days post procedure.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This device is approved for humanitarian use only in the us. This is one of two reports submitted for the same event. Please reference MFR report #: 1058196-2009-00276.